Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system has been showing a trend up in shock impedances on the right ventricular (rv) lead channel. A commanded shock delivery was recommended to determine the difference between measured vs delivered impedance. A lead replacement was recommended as the impedance value was over the higher limit. This rv lead remains in service. The physician elected to monitor the patient for now and a latitude communicator has been shipped. No other actions were taken. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system has been showing a trend up in shock impedances on the right ventricular (rv) lead channel. A commanded shock delivery was recommended to determine the difference between measured vs delivered impedance. A lead replacement was recommended as the impedance value was over the higher limit. This rv lead remains in service. The physician elected to monitor the patient for now and a latitude communicator has been shipped. No other actions were taken. Additional information was received mentioning that the rv lead has been surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.